Manufacturer narrative:
The technician found that the rocker arm was broken causing the foot end brakes not to engage. The technician installed a rocker arm on the foot end of the bed and the brakes functioned properly.

Event description:
Info received indicates the technician found that the brakes were not holding at the foot end of the bed.